Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has blood glucose levels around 14-15 mmol/l, normally his blood glucose levels are around 6-8 mmol/l. Customer alleges the pump of inaccurate delivery of insulin. No adverse event alleged. A request was made for the return of the device.